Event description:
It was reported that the patient got two urinary tract infections per month and these urethral catheters were the cause. Stated one or two came through that were not purified and caused the patient to get an infection. Also patient had been using this catheter for many years. Per follow up, the customer confirmed there was no sterility breach in the packaging. The infections were treated with antibiotics.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "patient sensitivity to materials ". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got two urinary tract infections per month and these urethral catheters were the cause. Stated one or two came through that were not purified and caused the patient to get an infection. Also patient had been using this catheter for many years. It was unknown what medical intervention was provided for urinary tract infection. Per follow up, the customer confirmed there was no sterility breach in the packaging. The infections were treated with antibiotics.